Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The specific date of the event was not known and (B)(6) 2019 is an approximation. The strip lot numbers involved were 29415112 and 36143711. It was unknown which results were generated with which strip lot. Refer to the medwatch with patient identifier (B)(6) for strip lot 36143711. The meter results was 2.9 inr and then 8 inr. Using a new vial of test strips, the results were 7.9 inr and 8 inr. There was no allegation of an adverse event. The therapeutic range was provided as "+/-3.5" and 3-4 inr.